Event description:
A customer observed falsely elevated trop I es results for a 3 pt samples tested on the vitros eci analyzer. Biased results were released but questioned by the clinician. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the event was related to the instrument. The field engineer addressed multiple subsystems and post service was returned to expected operation. The root cause of the event is instrument related.